Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that approximately one month post implant of the device red streaks were coming from the device area through the breast area. It was further reported that the area was very painful as the device was migrating through the incision site. The patient was seen by a physician who informed the patient she had a blood infection. The icm was removed. The patient states that the area remained swollen and hurts. No further patient complications have been reported as a result of this event.